Event description:
Fiber was broken during a procedure. Fiber break occurred outside of scope; not in patient.

Manufacturer narrative:
The smaller piece of fiber on the proximal end of the fiber was connected to a test laser where it exhibited an unclear pilot beam and was fired at 20 watts for 48 pulses. The fiber was found to successfully transmit laser energy at a power transmission level that measured below dornier power specifications due to the uneven break on the end of the fiber. Testing was performed on laser s/n: (B)(4), ophir thermal power head s/n: (B)(4), calibration due (B)(4) 2011 and orion power meter s/n: (B)(4), calibration due (B)(4) 2011. Both pieces of the fiber were bent around the designated 1000 um test fixture and passed the mechanical bend radius test. The fiber appears to have been manually broken by user handling. The break between the two pieces was not uniform and exhibited characteristics of a high stress break as each of the broken ends appeared to have a smaller mirror and large hackle pattern in the glass break, indicating a high stress break had occurred. Such a high stress break likely resulting from a rapid twist or bend of the fiber. The presence of a pilot beam and successful laser energy transmission within dornier specifications indicates that this fiber was capable of function as intended prior to the manual fiber break.